Event description:
The customer reported that during the procedure, the device would not activate. It was then found that the metal seal plate on the jaw fell off and into the pt cavity. The seal plate was retrieved. Another device was used to complete the procedure. There was no ill effect to the pt and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.